Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a pancreatic pseudocyst drainage procedure performed on (B)(6) 2025. During the procedure, deployment of the stent was rough. After deployment the flanges did not open even after removing the catheter. The physician then performed a ballon dilation to open the flanges and place the stent in the intended position. The same device was used to complete the procedure. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand block h11: the device was returned for analysis without the stent, as the device remained implanted. Visual examination of the returned device found the inner sheath kinked. No other problems were noted with the stent. Product analysis did not confirm the reported event of stent failure to expand as this event occurred during the procedure, and the stent was not returned. The stent was not returned for analysis as it remained implanted. The additional observed damage of inner sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and/or the technique used by the physician, limited the performance of the device and contributed to the observed damage. Taking all available information into consideration, the investigation concluded that the most probable cause cannot be established. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a pancreatic pseudocyst drainage procedure performed on (B)(6) 2025. During the procedure, deployment of the stent was rough. After deployment the flanges did not open even after removing the catheter. The physician then performed a ballon dilation to open the flanges and place the stent in the intended position. The same device was used to complete the procedure. There was no patient complications reported as a result of this event.